Event description:
Reporter indicated that the battery in the pt's device went dead after only 6 months. It was reported that the pt's seizures were reduced after implant from 9-10 per day to 3-4 per day, but that their seizure frequency increased after a few months. These seizures resulted in hospitalization of the pt on numerous occasions. It was reported that the magnet no longer aborted the pt's seizures and that the pt stopped having hoarseness and coughing with stimulation. The generator was replaced. Further investigation revealed that the pt had been implanted for approx 19 months before they began losing seizure control and that the pt is non-compliant. It was reported that the pt's dilantin levels range from 4-44 and that the pt is frequently seen in the emergency room because pt either does not take their medication or takes too much.